Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). This is three of three manufacturer reports being submitted for this case. Please reference related manufacturer report numbers: 2015691-2020-11742 and 2015691-2020-11795 per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, (B)(6) < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Despite multiple attempts, no additional information was able to be obtained. The cause for the ¿possible neurological insult¿ could not be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Medwatch report number mw5094114 was received from the hospital. Per the report, post op the patient was taken to the ICU and required mechanical ventilation. The patient experienced a ¿possible neurological insult¿ during the procedure. During implant of a 26mm sapien 3 valve in the aortic position using transcarotid approach, the valve was deployed in a 75:25 aortic/ventricular position with 4cc less inflation volume. However, the delivery system balloon ruptured before the full inflation volume, resulting in the valve having a major waist and severe leak. The valve was not fully deployed but enough to achieve stability. The ruptured balloon would not pull through the 18fr sheath. The device was pulled with force and the delivery system separated at the balloon connection, including the internal delivery system wire. The tip of the delivery system was snared and attempted to be pulled back through the sheath with no success. Access was gained on the right femoral artery and the device was attempted to be pulled into the iliac then removed with a cut down. The device was successfully snared into the right iliac, but just to the abdominal bifurcation due to an acute calcified section in the iliac. The wire of the internal delivery system was still through the certitude sheath in the carotid, and also attached to the tip. A post bav with a new delivery system with 2cc less of inflation volume was performed and the valve was successfully inflated more ventricular. However, a moderate leak was still observed on tee. The valve was post dilated with 1cc less inflation volume and the delivery system balloon ruptured. The delivery system was able to be removed with the sheath as a unit. The carotid was still intact and functioning upon removal. Mild to trace leak was observed. Vascular surgery was called in to remove the tip of the first delivery system that was still in the patient¿s abdomen. The patient¿s abdomen was opened to remove the delivery system tip and internal wire of the delivery system. The patient had a very calcified root, a porcelain aorta, and the stj was concentric and bulbous. The patient was obese. A bav was not used.

Manufacturer narrative:
Additional information was received. Section a2, a3, and b7 were updated. H6 conclusion codes were corrected. Per the patient¿s medical records, the patient failed medical treatment for bowel ischemia and returned to the operating room 5 days post procedure, with reopening of recent laparotomy and ascending colectomy. Patchy ischemia of the cecum without necrosis was noted. Postop, the patient was slow to awaken and had spontaneous movements on the left, but the right side was flaccid. MRI of the brain revealed multiple different vascular distributions of acute infarcts in keeping with shower of emboli. The largest overall area was in the left mca frontoparietal lobes. There was no hemorrhagic or mass effect associated with any of these infarcts. The patient¿s neuro status was monitored and there was minimal improvement. The patient¿s family refused a skilled nursing facility upon discharge, and the patient was discharged to a family member¿s home approximately 3 weeks post procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (advanced age and female sex) and procedural factors likely contributed to the cva.